Event description:
On (B)(6) 2012, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aneurysm. On (B)(6) 2013, a follow-up computed tomography showed aneurysm enlargement from 7.2 to 7.6 cm and a distal type I endoleak in the right common iliac artery (rcia) from a lack of distal apposition of the pxc231200. It was reported the lack of distal wall apposition was caused by iliac artery tortuosity and insufficient device length. On (B)(6) 2013, an intervention was performed whereby an additional device was implanted for approximately 4-5 cm distal extension into the rcia. Final angiography revealed no endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.